Manufacturer narrative:
(B)(4).

Event description:
The deep brain stimulator was turning off intermittently. The patient would use his patient programmer to turn the device back on. The patient slept on an adjustable bed. Battery life did not appear to be a factor. Reference mfg. Report # 3004209178-2011-00831. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.